Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): dr. Punctured the product to a patient and removed the inner needle, but safety clip was stopped in the middle of needle.

Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to the manufacturer for investigation. Reviewed the device history record and there were no such defect encountered during in-process and final control inspection. Process cards show no abnormalities. (B)(4).